Event description:
During review of the in-house programming/diagnostic history database, it was observed that at implant surgery on (B)(6) 2011, the patient's settings were different than what were programmed at the same visit on (B)(6) 2011. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from implant surgery on (B)(6) 2011 was within normal limits. The device was not interrogated as the last step prior to the patient leaving the surgery on (B)(6) 2011 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. The settings were corrected on (B)(6) 2011. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.